Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0-degree endoscope plus was analyzed and was visually inspected and found with mechanical damage to the scope's distal tip. The distal window located at distal tip was visually inspected and found cracked. A component has a broken or detached piece in a location that could potentially fall into the patient. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion on the spring fingers. The endoscope was visually inspected and found with minor deformed to the cable insulation. The endoscope failed the button functionality test due to all button exhibiting not working when activated. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces. No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 0-degree endoscope plus had a bent tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fragments that fell inside the patient.

Event description:
Refer to h11 for follow-up information.